Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4) alleging that the subject meter displayed blood glucose results as control solution results on four occasions. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that this product issue caused or contributed to an adverse event.